Event description:
It was reported that (2) devices were used during a video assisted wedge resection. It was reported by the affiliate that the atb35 instrument anvil would not open normally after sixth firing, but the anvil could be opened by hand. On the seventh firing, firing itself was succeeded, but firing trigger would not retract (no problem with staple formation and cutting). Another instrument was used to complete the case. There was no consequence to the patient.